Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The clinical specialist (cs) called to report the complaint has occurred again when setting up the system prior to a case. Cs reported a manufacturer representative (rep) was onsite and will call back to assist with initial troubleshooting. The cs called back to discuss complaint in further detail (system was in surgery and unable to troubleshoot at the time.) Cc reported that the complaint only happened intermittently upon initial boot-up of the system this does not happen when system has been booted up. Cc reported that the camera cart monitor does not display the power light on the lower right hand side when the complaint is happening. Cc reported it was unknown if the camera has power when the monitor was black or if the camera boot up beeps were heard. In the recent occurrence, the site booted up twice with a black screen but on the third reboot, monitor displayed as expected. System was typically booted up in a room where other navigation systems were stored in. This system was plugged into a dedicated wall outlet and cc reported biomed has checked the outlets. Cc reported site might not always keep systems plugged into wall outlet when in storage. Cc assumed site was properly shutting down systems through application prior to storing them. Cc reported site was booting up the system initially through the power button on the main cart. Ts and cc discussed next steps. Ts requested rep onsite call in when system was no longer in use. Bring system back into room that was typically stored and booted up in. Powered down system through application and reboot multiple times to try to replicate complaint. If complaint does not replicate, leave system on and remove from wall power to drain battery. Once drained, plug system back in and power on system to try to replicate complaint (this will try to recreate environment if site is leaving systems powered on and unplugged while in storage. If complaint does not replicate, request site verify camera has power and power light on monitor is not on. This will help isolate the root cause. Cs will h ave rep call in after case to attempt the above recommended troubleshooting.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera monitor cable was replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor would intermittently go black. The clinical consultant (cc) reported that it would often be black on boot up with no error messages, but a reboot will typically resolve this. Cc confirmed that the camera cart still has power when the monitor goes black. Troubleshooting was performed, the cc was unable to replicate the complaint while on the phone with technical services (ts). Everything in self-test was connected and green. Both carts stayed powered on for the duration of the battery stress test. Cc confirmed the cables on the back of the monitor were fully seated and not damaged. Cc confirmed there was no damage on the interconnect cable. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735842, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.